Event description:
It was reported to boston scientific corporation on october 28, 2008, that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure performed in 2008. According to the complainant, during procedure prepping, it was observed the prolieve catheter was leaking. It was also noted the leak appeared to be coming from the anchoring balloon. The physician successfully completed the procedure with another prolieve thermodilatation kit. No pt complications were reported as a result of this event. The pt's condition was reported as "fine".

Manufacturer narrative:
The lot number for the prolieve thermodilatation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. However, the lot number provided by the complainant, 615423 represents the prolieve catheter; a part of the kit. The device has not been received for eval, therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is received, a supplemental medwatch will be filed.